Event description:
The physician attempted to place a biodivysio oc 3.0 x 11mm stent in the distal right coronary artery. The vessel was predilated with a cutting balloon. It was reported that when the physician attempted to deploy the stent the balloon did not inflate and the inflation device did not hold any pressure. The inflation device was exchanged for a new one and the results were the same. It was then discovered that there was a crack in the y connector. It was reported that the stent delivery system was removed by pulling it back through the guide catheter. Another biodivysio 3.0 x 11mm stent was successfully placed and deployed. There was no report of an adverse pt event.